Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to flattened buttons dome switch. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was hard to press. The customer kept pressing it several times until the act button responded. The insulin pump was not reading their basal readings. For two weeks the customer was not receiving any insulin through basal. The customer stopped using their insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.